Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown prodisc c implant/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient experienced dynamic neck pain and underwent hardware removal. A patient was implanted with prodisc-c at c5/6 for treatment of neck pain on an unspecified date. Subsequently, the patient reported neck pain with movement. On (B)(6) 2016 the prodisc-c was removed intact without surgical delay or complication; the patient underwent an anterior cervical discectomy and fusion. The procedure was successfully completed and patient outcome was stable. This report is for an unknown prodisc c implant. This is report 1 of 1 for (B)(4).